Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, value was not provided. The cause of elevated bg was unknown. The customer went to the emergency room and was treated for heatstroke and dehydration; details were not provided. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.